Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2015 was chosen as a best estimate based on the date the mesh was implanted. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a posterior repair, retropubic tvt (tension-free vaginal tape) and cystoscopy procedure performed on (B)(6) 2015 for the treatment of grade 2 - rectocele and stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.